Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6004998 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6004998 was packaging according to the wi version 110 manufactured in the line l-4, on 19/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6004998 , with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The event occurred within 3 or more hours of insertion. The site of insertion was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.